Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unable to react to stimuli on the right side. The patient was taken for computed tomography (CT) head which demonstrated an ischemic stroke. After the scan, the patient began having continuous low flow alarms with flows as low as 0.4. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) for support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of death was extensive post-surgical bleeding, right sided failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2026. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files from the time of the event captured numerous low flow alarms and low flow flags between 0802 and 0941. These occurred at times when the pulsatility index (pi) was elevated. There were no other unusual events recorded in the log file event history. The device was operating as intended. Pump parameter trends can be viewed in the graphs below.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there were no changes to patient condition or anticoagulation status that may have contributed. The patient was found to have had brain stem herniation, suffered extensive post-surgical bleeding, right sided failure and passed away. The cause of death was considered to be device related. The device reportedly operated as expected. The device was not explanted.